Event description:
It was reported that a patient underwent an atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small would not advance into the sheath and the hemostatic valve broke. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was exchanged, and the issue was resolved. The case continued without any further incident. Additional information received indicated there were no occlusions; the sheath was right out of the package. The sheath was not narrowed, partially blocked or completely blocked. The dilator was not able to be moved through the sheath; the dilator could not be advanced through the hemostatic valve. The dilator was not stuck in the sheath. It could not be advanced and damaged the hemostatic valve. This was after the scrub tec pre wet the dilator prior to trying to insert it. The entire valve pushed into the base of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The hemostatic valve (gasket) did not break into two or more separate pieces; it pushed into the back of the sheath. The hemostatic valve did become detached from the sheath, it pushed into the sheath base. The sheath was not being used on the patient; issues were noted while the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was being prepped.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation occurred. It was reported the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small would not advance into the sheath and the hemostatic valve broke. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was exchanged, and the issue was resolved. The case continued without any further incident. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. No was found resistance inside the device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).